Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced difficulty attaching multiple infusion set connectors to the ilet and was initially unable to connect, after which the user successfully connected a new connector and changed supplies. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on daily activities and no medical intervention. Investigation included customer support troubleshooting and education and shipment of replacement supplies. Investigation of this case revealed that the issue was related to difficulty with connector attachment and resolved after supply change. It was concluded that the device functioned as expected after replacement of the connector and that no device malfunction was confirmed.